Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Patient demographics: no. Of patients- 325, gender- male ( female -116, male -207), age -64 years pre-operative diagnosis: degenerative disease (170 patient), trauma (108 patient), failed fusion (24 patient ), tumor (6 patient), deformity (14 patient), and infection ( 3 patient). Procedure performed: anterior cervical corpectomy and fusion (accf), anterior cervical discectomy and fusion (acdf), posterior spinal fusion (psf), open reduction and internal fixation (orif), posterior lumbar interbody fusion (plif). It was reported in the clinical titled" the vertex reconstruction system" with 06 month follow up or later that in the degenerative disease group, 67 of 170 patients were recorded as having an ae, in the trauma group, 48 of 108 patients were recorded as having an ae, in the failed fusion group, 11 of 24 patients were recorded as having an ae, in the deformity group, 6 of 14 patients were recorded as having an ae, in the tumor group, 3 of the 6 patients were recorded as having an ae, no reported aes were found for the infection group. The vertex system does not directly cause fusion to occur, it does provide posterior stability and fixation for the cervical and/or thoracic spine until fusion occurs. These high fusion success rates indicate that the vertex system is performing as expected. Overall, the findings from the clinical data collected on the vertex system support that the device is safe when used as indicated. Adverse events related to the device: hardware failure (1), hardware loosening (2). Two patients experience device-related adverse events, and both patients underwent revision surgery.